Event description:
The guide wire could not be normally advanced or withdrew during the procedure. The guide wire were found kink and could not be used when withdrew with special strength. No injury to patient reported.

Manufacturer narrative:
Verified product experience from returned sample. Visual examination of the returned sample showed multiple kinks along the wire. These could be due to resistance met during insertion of guidewire, guidewire may have been withdrawn for re-insertion. The "j" end may have been withdrawn against the bevel of the steel needle and excessive force applied during withdrawal resulted in kinking of the wire. Recommended to inform user to handle guidewire with care as stated in IFU. User to be aware not to withdraw guidewire against needle bevel, as this increases the risk of severing the guidewire and potential guidewire breakage if undue force is applied to the guidewire when resistance is met. No further corrective action will be taken at this time.